Manufacturer narrative:
The device involved in the event was not returned for evaluation as the stent remained in the patient and the pushwire was discarded. The solitaire IFU (instructions for use) includes the warning, "do not use each solitaire fr revascularization device for more than two flow restoration recoveries." (B)(4).

Event description:
Treatment of a bilateral mca (middle cerebral artery) stroke. It was reported that the solitaire fr stent broke on the third pass through extreme tortuous anatomy and remains in the patient. No injury was reported with the patient as a result of the procedure.